Manufacturer narrative:
The malfunction was duplicated and attributed to a faulty transistor on the bridge board.

Event description:
Complainant alleged that during training by facility staff, the device displayed "check pads" and "poor pad contact" messages. Complainant indicated that there was no patient involvement in the reported malfunction.